Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was being used on a post-surgical patient, when there was a paced beat on a t wave, and the patient went in to ventricular tachycardia. The patient was successfully returned to a regular rhythm with an external defibrillator. An epicardial lead was in use with the patient, and there were three ventricular tachycardia episodes where there was a paced beat on the t wave. The need for regular sensing tests was discussed with the caller. The current status of the epg is unknown. No further patient complications were reported.